Event description:
Boston scientific received information that during a routine follow up the longevity of the device was less then 6 months remaining. An increase in right atrial pacing thresholds was noted but was stable. Minute ventilation was turned off to conserve battery life. Premature battery depletion was alleged. A follow up has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Upon further follow up it was noted that this device had triggered ert. The device was in 'retry mode'. All lead measurements were normal. The physician expressed significant concern that the device had not lasted as longed as expected. This device remains implanted at this time.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
The device has been explanted and returned. Upon analysis this investigation will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.